Event description:
A pt reported blood glucose results of " 170 mg/dl, 179 mg/dl, and 258, mg/dl" and results of "171 mg/dl,216 mg/dl and 182 mg/dl " with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution have been replaced.